Event description:
It was reported that a patient with a 23mm 11500a aortic valve implanted for 6 days underwent a valve-in-valve procedure due to severe pvl secondary to the severe calcium on the aortic annulus. The patient presented with cardiogenic shock. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was transferred to ICU for recovery. Per medical records, the patient is s/p avr with a 23mm 11500a aortic valve. Post bypass echo showed competent valve with no pvl. Upon rewarming the patient, he developed severe pulmonary edema. The decision was made to placed the patient on ECMO. He later developed aki and was placed on crrt. Six (6) days after device implant, the patient presented with severe pvl due to the calcium burden on the aortic annulus. He underwent tavr procedure with complete abolition of the paravalvular leak. The patient tolerated the procedure well and was transferred to the ICU post procedural.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve implanted for 6 days underwent a valve-in-valve procedure due to severe pvl. The patient presented with heart failure. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was transferred to ICU for recovery.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The most likely cause is operational context, including the patient's calcified annulus and the insufficient debridement of the calcification during implant.